Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The reason for the dislocation was not provided. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The lens was implanted (B)(6) 2022 and explanted (B)(6) 2023. The replacement lens information was not provided. It was indicate the patient's issues have resolved. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, clinical reason for explant being displacement of iol. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that there was no patient harm.